Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Reported condition was not verifiable after the investigation of the reported condition "skin irritation." Further review of the certificate of conformance indicates that the product meets zimmer biomet specifications and no discrepancies were reported. No physical and/or functional condition could be found after the review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient that is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Analysis of the device indicated that it met zimmer biomet specifications. Root cause was unable to be determined. If any further information is received which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of report added. D10: device available for evaluation updated to yes. D10: date returned to manufacturer added. G4: date received by manufacturer added. G7: type of report added. H2: follow-up types. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: method code updated to 3331 - analysis of production records. H6: results code updated to 3221 - no findings available . H6: conclusions code updated to 4315 - cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient was experiencing skin irritation from using the 63b electrodes. The patient stated that the skin was red, itchy, and had little bumps. The patient did see their doctor and was given specific treatment instructions for rotating the electrode placement. The patient was also instructed by their doctor that if the irritation persists then the patient should take the electrodes off for at least 3 days. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event: the event occurred sometime in (B)(6) 2019. Concomitant medical product: biomet spinalpak assembly, catalog #: 1067716, serial #: (B)(4). Therapy date: unknown. Device has not been returned.

Event description:
It was reported that the patient was experiencing skin irritation from using the 63b electrodes. The patient stated that the skin was red, itchy, and had little bumps. The patient did see their doctor and was given specific treatment instructions for rotating the electrode placement. The patient was also instructed by their doctor that if the irritation persists then the patient should take the electrodes off for at least 3 days. No additional patient consequences were reported.